Manufacturer narrative:
B3. Actual event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) implant. The surgeon reported that at follow up, the device appears to be cycling normally, but the patient still experiences urinary incontinence due to mechanical issue. A revision surgery has been scheduled at a later date to determine if cuff is correct size and if fluid still exists in the pressure regulatory balloon (prb).

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted. The surgeon reported that at follow up, the device appears to be cycling normally, but the patient still experiences urinary incontinence due to mechanical issue. A revision surgery has been performed and it was determined that the cuff had come off the button which normally secures the cuff into position. This probably happened when the surgeon was trying to move the button away from the midline at the completion of the primary surgery. There were no components explanted, the original device was still cycling well once it had been secured into position again. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
A2. Date of birth corrected. A2. Age at time of event and unit of measure - age updated. B3. Actual event date is unknown. G1. MFR contact first name, MFR contact last name and MFR contact email corrected. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted. The surgeon reported that at follow up, the device appears to be cycling normally, but the patient still experiences urinary incontinence due to mechanical issue. A revision surgery has been performed and it was determined that the cuff had come off the button which normally secures the cuff into position. This probably happened when the surgeon was trying to move the button away from the midline at the completion of the primary surgery. There were no components explanted, the original device was still cycling well once it had been secured into position again. There were no patient complications.